Manufacturer narrative:
One device was returned for analysis. The cause of the issue could not be identified. Accuracy testing results were within specifications. Device passed functional and delivery tests. Review of the service history showed no indication that the complaint was related to any service performed during the review period.

Event description:
It was reported that the device finished pumping five hours early. Pump or reservoir was empty and alarming but saying that there was 19.5ml remaining, also was not due for changing for another four hours, that was ran four hours quicker than programmed. Pump turned off, found to be empty with some air bubbles near pump, but not near patient. Cadd reservoir and line removed and then discarded in appropriate chemo bin. Red cvl line accessed and blood aspirated, line flushed and heparin locked. There was a patient involvement, no patient injury was reported.